Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the right atrial (ra) lead and the right ventricular (rv) lead were noted to exhibit electromagnetic interference (emi). Both the ra and rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.